Event description:
A caller reported an occlusion alarm, but the specific alarm number could not be verified in the pump history. The caller mentioned experiencing multiple occlusion events and took consistent actions to resolve them. There was no adverse impact on the customer's blood glucose level. The customer managed to resolve the issue by changing the infusion set and cartridge, and then resumed insulin. Despite experiencing frequent occlusion issues, the caller declined additional assistance, and the case was closed by technical support.